Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. .

Event description:
Evaluation summary: upon receipt of the unit by the contract manufacturer it was observed that mmc, power cord, velcro cable tie were with the unit. Quick start reference guide and cd were not returned. No obvious visual defect noted.

Event description:
Customer stated that the radiofrequency generator displayed error message, made a clicking sound when catheter was plugged in, and explained how the generator screen ¿flips" through the start-up screen. The customer tried a second catheter and this also did not work. Customer was able to complete procedure with their other radiofrequency generator from another office location and the second closurefast catheter used in the procedure, but this extended the procedure time 45 minutes while tumescent was already administered; no patient injury. Please reference MDR for the closurefast catheter that was used in the procedure: 2183870-2015-00075.